Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator (ICD), (B)(6)  2009. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use; however the physician replaced the existing device with a device that has a twos algorithm to help prevent inappropriate therapies for double counting t waves. A new pace/sense rv lead was also added. No further patient complications have been reported as a result of this event.